Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
On (B)(6) 2013, nurse reported patient was hospitalized on (B)(6) 2013 with blood glucose of 777 mg/dl and diabetic ketoacidosis. Nurse wanted to see if the infusion device system was working properly. There was an air bubble in the cartridge that was primed out during the call. Nurse then bolused 3 units through the infusion tube and no alert or error messages were displayed. The basal rates and alarm history were reviewed. Nurse was unable to provide additional information. Nurse requested additional face-to-face training for the patient. A total of 6 attempts were made to follow-up with the patient, and these were unsuccessful. A company representative (trainer) spoke with patient's mother and the nurse at the hospital. Patient was diagnosed with the flu and it was reported that caused hyperglycemia and diabetic ketoacidosis. He was also hospitalized earlier in the year for the same thing. Patient and mother were advised on sick-day management. No allegations were made against the infusion device system, and no product will be returned for evaluation.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed.